Manufacturer narrative:
Our product evaluation lab received one model 120805f catheter with stylet. The balloon latex appeared deteriorated and discolored with multiple cracks and tears evident. Both balloon windings were intact. Leakage was observed through the tears. The balloon latex was released from the distal windings to check the balloon edges at the tears, which did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. The stylet was bent, and the catheter body was kinked at 46cm from the tip. The location of the damage on the stylet was aligned to the damage on the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that prior to use, the balloons on three model 120805fp fogarty catheters popped. Two of the balloons popped while being tested and the other popped during the case. There was no patient injury. The exact date of the event was unknown. Two catheters came from lot 64239086 and the other was from lot 63431901. All the devices were available for return. This report is for the catheter from lot 63431901.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone.